Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range shock impedance measurements higher than 125ohms. Technical services (ts) was consulted, reviewed the data, and recommended following up with the physician. This crt-d remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range shock impedance measurements higher than 125ohms. Technical services (ts) was consulted, reviewed the data, and recommended following up with the physician. This crt-d remains in service. No adverse patient effects were reported. Additional information received detailed this device was subsequently explanted due to normal battery depletion and successfully replaced. Moreover, upon further reviewing the impedance measurements, it was noted that the rv lead exhibited a gradual rise. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to correct the describe event or problem (b5) in section b. Adverse event/product prob.